Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a sensing integrity counter (sic) alert due to a high number of short v-v intervals. Noise could also be seen on the electrogram (egm). Lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was replaced. Also that the right atrial (ra) lead experienced noise seen on the electrogram (egm). The lead was turned off and remains in the patient.